Event description:
Healthcare professional later reported device intact confirmed via ultrasound and "grade 1 capsule". This record is for left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, rupture. Healthcare professional, later confirmed, rupture. This record is for left side. Device remains implanted.